Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. No cracks observed in the valve. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001411 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator however this cannot be determined since dry reddish material observed on the device. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab identified a hemostatic valve separation issue during returned product analysis. It was initially reported by the customer that when first opening the vizigo sheath packaging, it was noticed that hemostatic valve was cracked. The vizigo sheath was replaced, and the issue was resolved. The procedure continued. There was no patient consequence. The customer¿s reported issue of hemostatic valve damage was assessed as not MDR reportable since there was evidence the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 1/25/2021, the bwi product analysis lab received the complaint device for evaluation. On 2/10/2021, the complaint device was inspected finding the hemostatic valve was dislodged inside of hub. This finding is considered to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product analysis on 2/10/2021 and reassessed it as MDR reportable.